Event description:
It was reported that the customer was changing the infusion set when he received a compromised force sensor system alarm. The customer also stated that the drive support cap on his insulin pump was sticking out. Troubleshooting was done. The customer's blood glucose was 230 mg/dl. The customer stated that the insulin was squirting out during the manual prime process and that he was unable to exit the "preparing to prime" loop. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.